Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Osmc confirmed the attached photos of the actual device investigated by olympus europa se & co. Kg. The coating for electric insulation of the grasping section was partially missing. The coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe and the grasping section was damaged when the user scraped tissue or coagulum on them with a sharp instrument. The above device handling has warned in the instruction manual as follows. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. For evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic liver resection, the subject device was used. The subject device stopped activating following activation for a period of time. The intended procedure was completed with another device. There was no patient injury reported. On july 24, 2019, olympus (B)(4) found that the coating for electric insulation of the probe was partially missing. This is the report regarding the missing of the probe coating.